Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter emitted an error 1 message that would not clear while a bolus was given. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.

Manufacturer narrative:
Follow-up #1: date of submission 09/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: during investigation, the error 1 sub code 5 occurred immediately when the meter powered on. The pump and meter were unable to be paired due to the inability to clear the error 1 sub code 5 messages.